Event description:
It was reported that black foreign matter was found on the bd luer-lok¿ tip syringe with blunt plastic cannula. The following information was provided by the initial reporter: "found contaminated with a black substance that looked like drops of ink or mold. It was recognized prior to use on the patient".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the bd luer-lok¿ tip syringe with blunt plastic cannula. The following information was provided by the initial reporter: "found contaminated with a black substance that looked like drops of ink or mold... It was recognized prior to use on the patient".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 11-apr-2023. H6: investigation summary: two samples were provided to our quality team for investigation. Through visual inspection, it was observed that the blunt plastic cannula has embedded discoloration. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. Based on the investigation with the returned sample analysis the symptom reported is confirmed. A device history record review was completed for provided lot number 2347896. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.